Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? * was there any change in the patient¿s post operative care due to this issue? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent a palatopharyngeal reconstruction and bilateral tonsillectomy surgery on (B)(6) 2026 and suture was used to suture the palatoglossus and palatopharyngeal muscle tissues of the patient, and to close the tonsil fossa. On the morning of the third day after surgery, during a ward round, it was found that most of the sutures had broken and fallen off prematurely, posing a risk of bleeding. After close observation, no obvious active bleeding was found. Additional information was requested.